Event description:
The 6.6 french broviac catheter was placed on 3/20/94. Prior to the catheter ever being used, a leak occurred underneath the dressing. In reveiwing the location of the leak, it was felt to be inconsistent with a suture hole as no suture would have been placed near where the leak developed. Also it appeared as if there was a tear in the catheter itself. This was the second of two reported incidents involving possibly defective broviac catheters.